Event description:
The customer reported that when the x2 device is powered on, there is no audible sound. No patient harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.